Event description:
It was reported that the insulin pump alarmed several errors. The blood glucose reading was unknown. The customer stated that the insulin pump began ringing without end. She inserted a battery, then received an error alarm. Upon troubleshooting, the insulin pump's display returned. The insulin pump passed the self-test. The customer stated that she did take the insulin pump through security at an airport many times leading to the alarms. She called again, stating that she had taken the battery out for 4 hours and received another error alarm. Advised that the insulin pump had experienced an unexpected restart. Advised the customer to monitor the device and to call back if the issues recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.